Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the autopulse device was deployed to treat patient. After 20 min's of compressions the platform stopped and displayed user advisory (ua) 17(max motor on time exceeded during active operation). The device was turned off and then repowered on. The device gave 5 compressions and stopped. Customer reverted to manual compressions for the duration of the run.